Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2019 and revised on (B)(6) 2021 due to a malfunction, tubing leakage.

Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for evaluation. A separation was noted in the shorter exhaust tube at the tube/strain relief junction of the pump. This was a site of leakage. The surfaces appeared rough and irregular, indicating stress was exerted. Abrasion was noted on both exhaust tubes of the pump. No functional abnormalities were noted with either cylinder. Tow sutures were attached to both cylinders. Based on examination of the returned product, it was concluded that while in-vivo both exhaust tube s of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) on the shorter exhaust tube of the pump to separate it near the tube/strain relief junction of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a leak from the tubing. No other adverse patient effects were reported.